Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of separation at the y-site could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21039024 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated from the y-site connection and leaked during the carfilzomib infusion. The following information was provided by the initial reporter: "upon entering room to check piv and carfilzomib infusion, tubing gently moved and immediately the tubing came apart at the y-site closest to the patient. Both the tubing with carfilzomib and IV extension set were immediately clamped. Infusion was unable to be restarted as tubing had been contaminated. Noted 8.13 ml volume to be infused with 2 minutes left to complete infusion. No harm to patient except that they were not able to receive entire dose of medication."